Event description:
Patient contacted dexcom to report intermittent audio output. The patient did not report any medical intervention or injuries.

Manufacturer narrative:
Product returned receiver. Product investigation concluded no defects found with the receiver.